Event description:
B-port on primary tubing connected chemolock cl2100 leaking was observed once the secondary line was running with the fluorouracil. Stopped the infusion, tried retightening the connection, disconnected and reconnected the chemolock. Continued to leak from under the cl2100 device. Noticed the b-port hub stayed depressed when the connection was removed 2nd event out of 4 events with the clave leaking chemotherapy infusion when connected to the chemo lock c12100.